Event description:
Recovery ivc filter placed 2003 found to be fractured, three arms broken off, one in retroperitoneum, one in right pulmonary artery, one not found and presumed excreted in stool. Removed filter and rpa fragment today.